Event description:
Per provider, power switch has a short circuit.

Manufacturer narrative:
Per repair statement, the alarm will not function, the power switch on the control panel has a short circuit, the exchange assembly for the manifold is leaking, the 3/8" hose clamp for the manifold is defective, and the elbow male flare for the compressor is leaking.